Event description:
Caller reported immediately after patches were turned on in the dr's office, she felt a rise in her heartrate. After checking her (B)(6) watch monitor, she found that her rate had risen to about 200. Her heartrate continued to rise in spurts, therefore the caller was sent to the hosp for testing. Caller was admitted and treated for her arrhythmia by submerging her head in ice and with IV diltiazem. During her stay the rapid response team was required to treat her twice. Caller was sent home on saturday with diltiazem ER by mouth. Caller noted after removal of the patch, she only experienced heartrate rise once versus five times prior to patch removal. Unlabeled numbers (B)(4).